Manufacturer narrative:
Investigation results: the complaint is confirmed for dissection tip completely broke off. From the investigation, the dissection tip had seperated from the juicer.

Event description:
The hosp reported that during an endoscopic saphenous vein harvesting procedure, the conical tip detached from the unit. The piece was retrieved from the pt' "lef." No other complications were reported.